Event description:
Treatment of an avm. During onyx delivery, it was reported onyx was observed exiting at approximately 3-4 cm form the distal tip of the marathon catheter. The catheter was successfully retrieved with no complications to have occurred with the patient as a result of this event.

Manufacturer narrative:
The device involved in this event has not yet been returned for evaluation. A follow-up will be submitted after device evaluation is completed.